Event description:
The customer reported that erroneously elevated cardiac troponin (accutni) results, above the acute myocardial infarction (ami) threshold or within the risk stratification range of the assay, were generated on the access 2 immunoassay system for multiple patients. Beckman coulter inc. Assessment of customer supplied data indicated the involvement of nine patients whose initial accutni result was either above the acute myocardial infarction (ami) threshold or within the risk stratification range of the assay. Additional patient results were provided by the customer but were either within the normal reference range of the assay or reproducible with repeat results and hence were not regarded as erroneous and included in this report. This report represents the erroneously elevated accutni result generated for one patient that caused a modification to patient treatment. The initial erroneous accutni result was reported outside of the laboratory and the patient was admitted to the hospital and a cardiac assessment was performed. The details of the assessment are unknown. The patient did not go to the catheter lab. Beckman coulter inc. Assessment of customer supplied data indicated that repeat testing of the sample recovered within the normal reference range of the assay. The sample was collected in a lithium heparin plasma tube and was centrifuged for five minutes prior to testing. Sampling occurred either from the primary tube or from an insert cup. In instances where an insert cup was used, the sample was either pipetted or poured into the insert cup. Beckman coulter inc. Customer technical specialists advised against the pouring of samples since it can re-suspend particulate matter. Beckman coulter inc. Assessment of customer supplied instrument performance data indicated that instrument accutni low level quality control (qc) results failed to meet customer established specification three times on the date of the event; however no quality control issues were noted prior to the event. A calibration performed prior to the event generated acceptable results. The reagent and calibrator lots associated with this event were 122054 and 116461 respectively there were no issues with other assay's reproducibility.

Manufacturer narrative:
(B)(6). Service was dispatched to the site. The field service engineer (fse) performed preventive maintenance activities on the instrument and verified instrument hardware by performing a passing system check, high sensitivity check and quality control assessment. Upon the completion of the necessary activities, the instrument was returned back into operation. A definitive root cause for this event has not been determined to date. Mdrs associated with this event: 2122870-2012-01413, 2122870-2012-01414, 2122870-2012-01415, 2122870-2012-01416, 2122870-2012-01417.